Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the additional device required for the stent-in-stent procedure using another of the same device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct to treat a 1.5 cm cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the wallflex biliary stent was blocked in the delivery system, which resulted to the stent being deployed in the wrong location. The stent remained implanted, and the physician performed stent-in-stent procedure using another of the same device to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block b1 (adverse event/product problem) was corrected to both adverse event and product problem. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the additional device required for the stent-in-stent procedure using another of the same device. Block h11: the delivery system's handle was returned for analysis, the wallflex biliary stent was not returned. Visual inspection found the inner sheath kinked, the outer sheath unraveled and the yellow jacket damaged. Product analysis could not confirm the reported events of stent positioning issue as stent difficult to deploy as only the delivery system's handle was returned. Based on the information available and without proper evaluation of the device, it is unknown if the clinical observation of stent difficult to deploy was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the available information, the most probable root cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct to treat a 1.5 cm cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on august 26, 2025. The patient's anatomy was not tortuous. During the procedure, the wallflex biliary stent was blocked in the delivery system, which resulted to the stent being deployed in the wrong location. The stent remained implanted, and the physician performed stent-in-stent procedure using another of the same device to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.